Event description:
Information was received indicating that during the use of a smiths medical cadd legacy pump, it was noted that the pump was not running at proper rate. The reporter indicated that the patient would always run the pump until 5% of medication is left in the cassette, but it was noted that the cassette had at least 10% to 12% left during this event. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation. The keypad and labels were intact. The lens cover was also slightly worn. The most recent infusion recorded that the pump had delivered as programed without alarm or error. A delivery accuracy test was subsequently performed. The customer's concern regarding the under infusion was unable to be confirmed. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, the investigator did note that the delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor was trimmed in order to bring the delivery into more nominal of range.